Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified left anterior descending artery. The 3.0 x 12 mm trek balloon catheter was advanced to the lesion without resistance felt. During inflation of the device a hissing sound was noted coming from the shaft. The balloon catheter was retracted from the patient without issue. A new balloon catheter was used to complete the procedure successfully. There were no adverse patient effects were reported. There was a slight delay in the procedure due to having to prepare another balloon catheter; however, this was not clinically significant for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appear to be related to circumstances of the procedure.